Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The rep reported ¿shocking from the recharger,¿ which was clarified to ¿shocking during recharging.¿ the rep noted that there were no environmental/external/patient factors involved and that they¿d put clothing over the implant when charging as well as changed positioning and while the actions/interventions taken to resolve the issue were more education around recharging, the issue was not resolved at the time of the report and that surgical intervention occurred: they removed and replaced the interstim lead, implant and the recharger. 2021-jul-15 e6, mpxr 859361 (rep) no new information.

Manufacturer narrative:
B5: explant information was initially omitted from this report with aware date 2021-jul-15. B5 content is being resubmitted for this report. H6: evaluation code method has been corrected for the 2021-jul-15 report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for if the planned revision had been rescheduled yet, the rep replied ¿not scheduled yet.¿ in response to the inquiry for if there had been a specific issue with the pocket identified, the rep replied ¿no,¿ noting that if the lead was revised, they¿d reply with the cause of the lead revision. Additional information was received from a consumer via a manufacturer representative (rep) on 2021-jul-15. The rep reported ¿shocking from the recharger,¿ which was clarified to ¿shocking during recharging.¿ the rep noted that there were no environmental/external/patient factors involved and that they¿d put clothing over the implant when charging as well as changed positioning and while the actions/interventions taken to resolve the issue were more education around recharging, the issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via manufacturer representative (rep). The rep reported that the day of report they sat with the patient and talked through troubleshooting instructions, they were able to successfully charge without issues. It was noted that the shocking with the 2nd recharger was caused by the ins shocking the patient and that the felt it both when recharging and not recharging. It was noted that the layer covered all of the skin and they adjusted to a cooler, slower setting the day of report. It was also reported that surgery had been planned to revise the pocket and potentially the lead. The longer recharging time was also resolved with the new recharger, the patient was able to successfully recharge the implant within the expected time at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient states the recharger has been shocking them when trying to recharge the implant at the ins site. It was noted the site is healed. The sensation varies, patient states it can begin when they start the charging session or sometimes happens throughout the recharging session randomly. Pt states they made their doctor and manufacturer's rep aware of this and the rep told the patient to call into patient services to obtain a replacement recharger. At this time, they are not certain if the shocking is coming from the recharger or the implant. The patient was not using a belt. No troubleshooting was performed as patient has already tried putting a thin piece of material in between the recharger and skin which didn't resolve the issue. Pt did states it takes longer to charge their implant because each time it shocks them, they have to take it off and give it a minute before they continue charging. Patient did confirm that they are charging the implant normally when this occurs, however. The recharger was replaced. (B)(6) 2021 the manufacturer's representative reported they discussed with the patient the need to keep a thin layer of clothing between self and the recharger. Patient stated she already does this. Through discussion with patient, it appears the pricking sensation is most likely coming from the recharger. The shocking sensation was felt only during a recharge session, per discussion with patient and the doctor. It was unknown whether the layer of clothing covered the entire recharger surface or if part of the recharger was in contact with skin. They did not attempt to adjust the recharge speed. The shocking sensations would resolve after removing the recharger from charging the implant. It was unknown whether patient was able to recharge the implant within the appropriate time. The approximate implant depth and location is less than 1 inch of depth in upper buttock. (B)(6) 2021 the rep reported follow up from this account in regards to this patient. The patient has received the new recharger and still feels the ¿shocking sensation¿ when recharging despite wearing a layer of clothing between patient and recharger. A request to meet with patient next time patient is in the office will be made. Further actions will be reported and sent as updates.